Event description:
The caller reported the cuff on the patient's tracheostomy tube was leaking because it was not properly sealed to the tracheostomy tube. The patient required re intubation that was not a part of routine changing. The failure occurred roughly after one day of use. The caller did not know if the patient has any anatomical anomalies, if the cuff was pre-tested, or how much pressure was being used to inflate the cuff. The tracheostomy tube was thrown out.